Event description:
Caller states the patient tested 4.9 inr on the coaguchek xs plus system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.